Manufacturer narrative:
The thunderbeat hand instrument was returned to olympus for evaluation. The evaluation confirmed the user's experience. The broken probe tip was returned with the thunderbeat hand instrument. The probe tip was broken at 16mm from the distal end. The teflon pad was found with normal wear. In addition, the device was tested using an esg-400/usg-400 and error code "u509" (probe damage) was displayed. The device was forwarded to the original equipment manufacturer for further evaluation. This report will be updated if new and significant information becomes available.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the first thunderbeat hand instrument displayed a "probe damage" error. As a result, the instrument was withdrawn from the pt. During the visual examination, it was noted that the teflon pad had melted. At the end of the procedure, the probe tip of the second instrument broke off and fell into the pt. The broken probe tip was retrieved from the pt with the use of grasper forceps. There was no pt injury reported. This is one of two reports.